Manufacturer narrative:
The device involved in the event was not returned. Reproducibility testing (e.g., tensile strength testing) was conducted using stored samples from the same lot number as the one involved in this event. The investigation was also conducted by reviewing the manufacturing process records for the indwelling vein needles in the same lot number as the one involved in this incident, and it was confirmed that no manufacturing process caused or contributed to this incident, and there were no visual inspection records indicating that any manufacturing process caused or contributed to this incident. Judging from testing and information gathering, the probable cause of this failure was that the patient had pulled out the trocar and bit off the catheter segment. This resulted in fracture of the catheter. Lot#: 23e30s5

Event description:
On (B)(6), 2023, at a hospital in japan, it was reported that supercath5 safety i.v. Catheter was found to be fractured by the confirmation of the device by a nurse because of a removal of the catheter from a patient's body by the patient during an infusion. Since no damaged parts were found, it is possible that the trocar was pulled out and then bitten off and then spat out. There was no reported patient injury as a result of this event.